Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became detached from the cartridge after the tubing was inadvertently pulled. Additionally, it was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 520 mg/dl and a high level of ketones. Cause of elevated bg level was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.